Event description:
It was reported that on 22 november 2023, a torqvue sheath 14f 080cm 45x45 was sceleted to implant a 31mm amulet device.the patient had a small fossa ovale that limited the location of the transseptal puncture. Physician had to apply a large amount of counter clock rotation to the delivery system to achieve coaxial deployment of the device. Physician fully deployed 31mm amulet device in shallow chicken wing shaped left atrial appendage (laa). Upon intracardiac echocardiography (ice) and transesophageal echocardiography (tee) interrogation of amulet device, physician stated a "gutter" was visible posteriorly on the laa between the mitral valve and pulmonary veins (pv) ridge. Physician attempted to recapture the 31mm device according to IFU to attempt to reposition the amulet device. Physician was unable to recapture/resheath the amulet disc despite multiple attempts. After multiple attempts, physician stated that he did not feel comfortable applying more tension on the amulet device as there was no movement on the lobe during attempted recapture/resheathing of the amulet disc. Physician performed an additional two stability/tension tests on the amulet device and no lobe movement was seen on either fluoroscopy, tee, and ice imaging. The amulet device met close criteria. The physician elected to release the amulet device. Post device release, the amulet device remained stable. The patient was unimpacted. Physician stated that he believe that he was unable to get the torqvue sheath coaxial to the amulet disc and this is the reason he was unable to recapture/resheath the amulet disc.per physician, the lobe of the amulet device occluded the left atrial appendage. There was no residual shunt past the lobe of the amulet device. There was a residual shunt past the disc of the amulet device and next to the lobe but not past the lobe. The residual shunt near the ostium of the left atrial appendage was acceptable by the physician, so no treatment was provided. The patient is stable

Manufacturer narrative:
An event of positioning problem and retraction problem were reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Reportedly, the patient had a small fossa ovale that limited the location of the transseptal puncture. Therefore, the physician had to apply a large amount of counter clock rotation to the delivery system to achieve coaxial deployment of the device. In addition, the physician stated that he believe that he was unable to get the torqvue sheath coaxial to the amulet disc and this is the reason he was unable to recapture/resheath the amulet disc. Based on the information received, the cause of the reported positioning problem appears to be related to patient anatomy. The reported retraction problem appears to be related to positioning problem.

Event description:
It was reported that on (B)(6) 2023, a torqvue sheath 14f 080cm 45x45 was sceleted to implant a 31mm amulet device. Physician fully deployed 31mm amulet device in shallow chicken wing shaped left atrial appendage (laa). Upon intracardiac echocardiography (ice) and transesophageal echocardiography (tee) interrogation of amulet device, physician stated a "gutter" was visible posteriorly on the laa between the mitral valve and pulmonary veins (pv) ridge. Physician attempted to recapture the 31mm device according to IFU to attempt to reposition the amulet device. Physician was unable to recapture/resheath the amulet disc despite multiple attempts. After multiple attempts, physician stated that he did not feel comfortable applying more tension on the amulet device as there was no movement on the lobe during attempted recapture/resheathing of the amulet disc. Physician performed an additional two stability/tension tests on the amulet device and no lobe movement was seen on either fluoroscopy, tee, and ice imaging. The amulet device met close criteria. The physician elected to release the amulet device. Post device release, the amulet device remained stable. The patient was unimpacted. Physician stated that he believe that he was unable to get the torqvue sheath coaxial to the amulet disc and this is the reason he was unable to recapture/resheath the amulet disc. The residual shunt near the ostium of the left atrial appendage was acceptable by the physician, so no treatment was provided. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na